Event description:
Caller reported false negative troponin I (tni) results on triage cardioprofiler vs lab troponin t results. The pt is (B)(6), had had chest pain for a couple of days and then presented himself to the a&e dept on (B)(6) 2010. On physical examination, he had chest pain and was reasonably stable haemodynamically. His ECG, across all leads, showed widespread st segment changes, but no indication of an infarction. His chest x-ray showed that the heart is enlarged and lungs clear. Echo showed a small pericardial effusion. Diagnosis "pericarditis".

Manufacturer narrative:
Investigation pending.